Event description:
The patient developed a post-procedure infection after the removal of the trial leads. Patient was hospitalized for four days and released on IV antibiotics.

Manufacturer narrative:
Trial leads were explanted and discarded at the end of the trial period. No product will be returned for evaluation.